Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 531 mg/dl. The customer mentioned that her blood glucose level was high and she was trying to give herself an insulin from her insulin pump but this was the first time she experienced where she receive a message timed out message. The customer decided that she will give herself manual injection. The customer stated that the insulin pump had bolus not delivered alarm. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.